Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 500 mg/dl. Customer stated that the insulin pump got insulin flow block alarm. Customer also mentioned that the reservoir was empty. Customer declined to troubleshooting for the high blood glucose. Customer stated that every three days transmitter got disconnected and when customer reconnect it did not send information to the insulin pump. It was unknown whether they using auto mode feature at the time of reported high blood glucose incident. Insulin pump will not be returned for analysis.